Manufacturer narrative:
According to sophy(B)(4) in-house process, the probe (B)(4) has been analyzed by our quality control laboratory. The sight shows that the catheter is fold at nearly 350 mm of the capsule. Once connected to a pressio monitor, the error e001 was confirmed. The catheter has been opened and it was observed that a micro wire was broken. This breakage is probably due to an excessive traction on the tubing of the probe. The icp pressio catheters are flexible, but cannot be bent in a such way without inducing an impairment.

Event description:
The catheter showed e001 error after been implanted 2 days.